Event description:
It was reported that during an unknown cardio procedure the reload fell out of the device during placement on the mayo table. The tech reinserted it into the device and it felt loose. The surgeon decided not use the reload in the case. They used another reload and continued the procedure with no reported patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The test cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. Event could not be confirmed as no cartridge was received for analysis.